Event description:
The prep tube was left on the temperature probe during probe insertion. Upon removal of the temperature probe and prep tube the instruction label was retained in the pharynx. Dates of use: (B)(6) 2015. Diagnosis or reason for use (indication): continuous temperature monitoring during an ablation.